Event description:
A periodic review of the internal programming history database was performed and high impedance was found for a generator belonging to an unknown patient multiple years ago. The physician who performed the diagnostic test was contacted with regards to this situation however the physician did not know anything about this specific event or what was done when the high impedance was found. No additional relevant information has been received to date.